Manufacturer narrative:
This report is submitted january 8, 2019.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection to the implant, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on march 14, 2019.